Event description:
It was reported that a spectrum pump shut off without user input during testing. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom could not be confirmed nor reproduced during evaluation. The unit was tested on ac power only (test power cord), battery power only, and on both ac and battery power with no occurrence of the reported symptom.